Event description:
During use, metal shavings from 4 dovetail guides went into the patient's joint space. The metal debris was not removed from the patient. The case was concluded successfully without further incident or harm to the patient. [See also associated mdrs 1221934-2006-00130, 00131 & 00132].

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the dril guide, the reported condition was them duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek it will be subjected to a root cause failure analysis.